Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was severe corrosion built up inside the device.

Event description:
It was reported that metal flakes came out of the device prior to the procedure. There was no patient involvement and no allegation of adverse consequences associated with this event.